Event description:
Underlying rhythm in 40's. Cannot interrogate device, no magnet response. 3500a notes pt had bracycardia, 40 bpm.

Manufacturer narrative:
Analysis summary: the reported loss of telemetry and output was confirmed during early analysis and deemed to be due to a loss of signal output from the crystal oscillator. During further analysis, the crystal resumed operation, therefore, root cause could not be determined. Other: underlying rhythm in 40's. Cannot interrogate device, no magnet response. 3500a notes pt had brachycardia, 40 bpm. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, device was out of specification in a manner that relates to event battery failure output, none.